Event description:
It was reported that during a labral repair, the implant broke off when being impacted in bone at about 3/4 of the way in, a piece of this implant was left in the patient. The surgery was delayed over 30 minutes, but no adverse consequences were reported with the patient as a result of this event. This is the second of two reports submitted for this event. This device is used for treatment.

Manufacturer narrative:
The devices were not returned and the customer's complaint could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination.